Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2009. The patient alleges to have been injured without further explanation.

Manufacturer narrative:
F10) device code: appropriate term/code not available (3191) selected perforation.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to dvt (deep vein thrombosis)/ pe (pulmonary embolism) 21 days after hernia repair. Patient is alleging tilt, vena cava perforation, and organ perforation- mesenteric. The patient is further alleging "I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries." And "I cannot recall the exact date began to worry and have anxiety about the status of my filter and any related injuries; and have not treated with a physician for these conditions." Per a report from CT (computed tomography), "inferior vena cava filter is in place. The prongs appear to extend beyond the lumen of the inferior vena cava proximally. The proximal tip of the filter is proximal to the infrahepatic inferior vena cava."